Event description:
During ptca of a lesion with in-stent restenosis of three previous cypher stents, post-dilatation was being performed with a durastar balloon to treat residual stenosis after treatment with a boston scientific promus stent and a 3.5x15mm bsi quantum maverick. The durastar was inflated at 30atm for 15 sec. Some residual stenosis was still noted and it was inflated again for 30atm for 15sec. The physician noticed that the balloon did not appear to deflate the second time. The physician aspirated the catheter with a 30cc syringe, getting blood back into the aspiration syringe. The balloon was still inflated; therefore, the physician pulled the balloon back into the 6f guide. The balloon collapsed back into the 6f guide. Once the balloon was removed from the guiding catheter, they placed it on the back table and attempted to inflate it on the back table. Some leakage of dye was noted at the junction of the hypo tube in the plastic balloon catheter shaft. The patient was female and was discharged without incident. In 1996, an unknown 3.5mm stent was placed in the mid right coronary artery (rca). Subsequent to that the patient developed in-stent restenosis and occlusion. Brachytherapy was performed. Approximately 12 years later, the restenosis re-appeared. Two 2.5 cypher stents were implanted. Six months later, the patient developed restenosis in the same area; therefore, another cypher (3.0) was implanted. Two areas of restenosis were observed six months later. A medtronic 6f launcher al .75 with hot side holes was engaged into the rca, and abbott allstar ptca wire was advanced. The vessel was pre-dilated with a maverick balloon at 16atm for 19sec, and at 18 atm for 30sec. Ultrasound was performed with a boston scientific atlantis ultrasound catheter. Then a boston scientific promus 3.5 x 18 des was advanced into the artery and deployed at 12atm for 23sec. The stent balloon was removed and a bsi quantum maverick 3.5 x 15 was inserted. Then the dura star balloon (complaint product) was used to post-dilated the lesion due to residual stenosis. There were no kinks in the dura star prior to the procedure. It prepped normally and there was no difficulty crossing. There was no resistance or friction in advancing the device in the vessel or with the other devices. There was no difficulty advancing the balloon catheter through the vessel. The device was removed in one piece. Contrast used was omipaque at a 2:1 ratio.

Manufacturer narrative:
Please note that this device is available for testing and evaluation but the device has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. This is one of four devices associated with this patient that were reported under the following manufacturing numbers 9616099-2009-00108, 3003742446-2009-00021, 3003742446-2009-00022 and 3003742446-2009-00023.